Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnect mode and in critical override. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode and in critical override. A technical support specialist (tss) dialed into the station via internal encompass chat, reviewed data synchronization logs, and identified structured query language errors during message processing. Attempted restarts of data synchronization and maintenance services with no change, then followed relevant knowledge article "proper data sync 2.0 procedure" for resolution. Coordinated with customer, obtained permission to take the station down, and confirmed uploads were current. After initial login failures due to cache issues, tss successfully logged in by using the knowledge article "all bd users unable to login - ids url incorrect" and initiated data synchronization, after which login access was restored. Issue was resolved and permission to close the case was obtained. The system functioned as intended after the technical support specialist troubleshot the device.